Manufacturer narrative:
The certas valve was not returned for evaluation (as per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A physician reported a certas plus programmable in-line valve was implanted in a patient via lumbar peritoneal shunt on (B)(6) 2021 with an unknown initial setting. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). The patient was taken to the operating room and the valve was removed due to suspected obstruction and infection on (B)(6) 2021. The valve was not replaced. The patient's condition is reported as ¿calm.¿ no further information was provided by hospital.